Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Also an accident or trauma might have weakened the fixation of the electrode which led to electrode mobility. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
For two months the patient is no longer responding to sound with the cochlear implant. The occurrence of accident or trauma is not known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient reported not responding to sounds with the device for 2 months. An accident or trauma is not known.